Manufacturer narrative:
Investigation summary: in response to the event reported by facility a device history review was conducted for lot number 0295899 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Investigation conclusion: the complaint trend will be tracked and monitored. Root cause description: unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Rationale: no need for CAPA.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn non-pvc needle disengagement was difficult. The following information was provided by the initial reporter: on (B)(6) 2021, intravenous infusion of the indwelling needle was carried out. Before use, the indwelling needle was checked to rotate the handle. During the inspection, it was found that the indwelling needle could not rotate, it was stuck and was not used.

Event description:
It was reported that pegasus bl 22ga x 1.00in prn non-pvc needle disengagement was difficult. The following information was provided by the initial reporter: on march 29, 2021, intravenous infusion of the indwelling needle was carried out. Before use, the indwelling needle was checked to rotate the handle. During the inspection, it was found that the indwelling needle could not rotate, it was stuck and was not used.

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0295899 . Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. H3 other text : see h.10.